Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 447 mg/dl. The customer stated that the insulin pump was saying rewind required. The rewind was successful and the self-test was passed. The customer stated that the tubing came off and stopped delivering. The customer was using the insulin pump for the last 24 hours. Customer had not been using an insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device primed properly. (B)(4).